Event description:
Patient reported "tested positive for bia-alcl". No biomarkers were provided. Patient later reported "rash" which is not device related, "swollen joint pain" which is not device related and "bia-alcl". This record is for the right side. The device remains implanted.

Manufacturer narrative:
The event of bia-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: bia-alcl (histopathological markers not reported).